Event description:
In 2013 I started to become very sick. My breast implants were making me ill. I just had them taken out on (B)(6) 2018 and was diagnosed with breast implant illness. I had not heard of it until (B)(6) 2018. Prior to that, I spent years in the doctor¿s office running labs, doing nerve tests, cortisone shots, physical therapy, chiropractor, acupuncture, massage therapy. Nothing worked and no doctor could tell me what was wrong. I ended up hospitalized in 2017 and misdiagnosed with lyme. In (B)(6) 2018 I had a script for lupus, (B)(6), and ra. I also got a script for a mammo, which thank god I didn¿t do it because it could have ruptured. Medical industry needs to be educated there too. I had headaches, brain fog, confusion, memory loss, word retrieval issues, electric shock feeling in my brain at night, fatigue, chronic pain, joint pain, neck pain, shoulder pain, muscle pain, premature aging, heavy eyes, red eyes, bumps on skin, inflammation, eye twitching, seeing spots, blurry vision, ear ringing, rash on my chest, low libido, yeast infections, thrush, over active adrenal glands, I stunk like chemicals, change in mood, suicidal, anxiety, heart palpitations, shortness of breath, sleeping issues, the implants hurt no matter which way I turned, couldn¿t wear bras, sensitivity to light, sensitivity to noise, lock jaw, metal taste mouth, food intolerance, loss of motor skills, numb wrists, tingling hands, sensations in my feet, slow healing time, unexplainable injuries, torn ligaments, torn tendons, gastro issues, nonstop bathroom, feeling like I was dying. In my 30¿s all of this happened. I said so many times I am (B)(6), I feel 80, I am (B)(6) I feel 85, I lost the ability to be a good mother, a good wife, I hurt every day, I cried a lot. To give my son a bath hurt, to get on the floor and play with him hurt. To go outside and play with him hurt. To do the dishes hurt. To do anything around the house hurt. To be intimate hurt. To just live through daily life hurt. To go to work hurt and was becoming more difficult to get out of bed every day. It didn¿t make any sense and nobody could tell me why my body was failing badly in my 30¿s. I was always an active person, cheerleader, dance in high school, gym 5 days a week in college and beyond. In my 30¿s I couldn¿t work out. Once I discovered breast implant illness and 60k+ other women all saying the same thing, it was as if I had written my story and posted it. I couldn¿t believe it, finally I had the answer. I got the implants removed and my doctor said I was incredibly inflamed all around my major organs so it is no wonder I was having so many issues. I saw improvement instantly. Eyes wider, eyes brighter, energy through the roof, brain fog gone, confusion gone, mental clarity back, neck and back pain gone. Rash on chest gone, heart palpitations gone, no more numb wrists, motor skills improving, etc, etc, etc. I still have flare up days through detox but I am so much better. I don¿t hurt every day all day. The eye twitching and ear ringing took a couple weeks to go away. I also stunk terribly through detox, the chemical smells coming out of my body were gross. My mission now is to scream it through the roof tops, I had implants, don¿t do it, this is the fate if you do, and the industry is not protecting us. They want our money, they want us sick, then they medicate us. It is so incredibly sad and I am happy that you are meeting in march, hopefully you do something about this! Implants are not safe! We all should be rewarded for the pain we have gone through, for the years we lost and cannot get back, and for the destruction it has done to our families. They are killing our women, we have a serious crisis here. Would you want your mother, wife, sister, daughter to suffer? This should keep you awake at night. I can pull my full medical file if you need it and you can read through 6 years of history. I have spent years in the doctors, lots of money lost for zero answers. My angels are the women. That was my validation. Women helping women. The silver lining to what otherwise is an intentional destruction of women¿s health, and it is heartbreaking to see. The manufacturer and the doctors know implants are not safe. It is your job to take them off the market! Follow what europe is doing! Sending a letter to the doctors saying beware, may cause cancer regardless of texture is not enough! The time for change is now and this is a movement. More and more women will continue to be heard. Thank you for listening to me. God bless, and do your part to protect our daughters!